Manufacturer narrative:
(B)(4). Information was not provided by the initial contact damaged ratchet pawl, indicator wheel failure the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, six conforming and one ejected clip was fed due to the antibackup feature was non-functional and then, it locked out as intended but the orange indicator under traveled. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be worn out causing the antibackup failure. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic colectomy, the jaws did not open before the 3rd firing after the device was inserted into the patient via a 5millimeter trocar. The device did not clamp the patient¿s tissue at this incident. The doctor felt that the firing force was higher than expected from the 1st firing. The device was used on the blood vessel. The jaws opened while a nurse checked the device after the device was removed from the patient. The device might have been fired after the event by a nurse. Another device was used to complete the case. There were no adverse consequences to the patient.